Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No information regarding adverse patient consequences were reported.

Event description:
New information received notes that post-paced t-wave over-sensing was again noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No information regarding adverse patient consequences were reported.